Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, review of field data, returned sample analysis, and a cross functional team (cft) review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review determined no trends for the complaint list number/lot number or complaint issue. Device history record review did not identify any potential non-conformances, non-conformances or deviations with the complaint lot. To assess the level of hemolysis, a visual inspection of the returned cadaveric samples was performed. The assessment was performed by applying the visual inspection reference guide of the american red cross biomedical services. Per american and european red cross standards, the acceptable level of hemolysis (based on visual/qualitative inspection) is less than 0.8%. The following summarizes the findings of the visual inspection of the returned samples: 171581: 2% of hemolysis; 171511: 0.9% of hemolysis; 171268: 1% of hemolysis; 171649: 0.9% of hemolysis; 172614: 1% of hemolysis. The assessment concluded all 5 samples exceed the acceptable level of hemolysis per the american and european red cross standards. Further, alinity s htlv I/ii testing and cell-dyn sapphire hemoglobin testing on the returned specimens was performed. The testing concluded all 5 samples were nonreactive and none had hemoglobin levels exceeding package insert (all 5 less than 500 mg/dl). A technical review of field data for alinity s htlv I/ii was performed. Overall, the reactive rates of reagent lot 34143be00 across core, applicable peer sites and across all us customer sites were collected and assessed. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 34143be00 is within product requirements, within package insert representative data for cadaveric specimens and comparable to other lots analyzed in the comparison. Lot 34143be00 was not tested at peer sites. The cft reviewed and determined the adverse event was related to correct use and concluded the risk management file (rmf) is adequate and sufficiently addresses the issue under review. Labeling was reviewed and sufficiently addresses the customer¿s issue.based on the investigation the alinity s htlv I/ii reagent lot 34143be00 met performance specifications and performed as intended at the customer site as all reactive rates were within product requirements respectively package insert claims for cadaveric testing. Further, a systemic issue and/or product deficiency was not identified.

Event description:
Update: additional information was provided by the customer on 22nov2022. An additional sample ID generated false repeat reactive alinity s htlv I/ii results from a cadaveric tissue donor. Customer reported a cadaveric sample repeatedly reactive, nat negative. Sample ID (B)(6), 71-year-old female. Cause of death cardiac arrest. Sample results = 3.18 s/co, 3.27 s/co, and 1.48 s/co. Western blot was negative, and tissue was accepted. No impact to patient management was reported.

Manufacturer narrative:
Additional information for section a1, a2, a3: sample ID (B)(6), 71 year old female. Additional information section b3 - sample ID (B)(6) 2022.

Manufacturer narrative:
Additional information for section a1: sample ID (B)(6) and sample ID (B)(6).

Event description:
Additional information was provided by the customer on 29sep2022. An additional sample ID generated false repeat reactive alinity s htlv I/ii results from a cadaveric tissue donor. Sample ID (B)(6) initial result = 1.51; repeat = 1.14 and 1.13 s/co western blot = negative. Tissue was not discarded and was accepted by tissue processor lifenet health. No impact to patient management was reported.

Manufacturer narrative:
Correction: section a1 - patient identifier 170537, 172614, 174135, 175221, 175845, inadvertently omitted from previous submission.

Manufacturer narrative:
Additional information for section a1, a2, a3: sample ID (B)(6), 56 year old male and sample ID (B)(6), 55 year old male. Additional information section b3 - sample ID (B)(6) 2022, sample ID (B)(6) 2022.

Event description:
Update additional information received from the customer. Additional sample ID's were provided that generated false repeat reactive alinity s htlv I/ii results from cadaveric tissue donors. Sample ID (B)(6), 56 yr old male. Cause of death anoxia/cardiac arrest in hospital. Initial result = 1.19 s/co, repeat = 1.03 s/co and 1.80 s/co. The sample was slightly hemolyzed. The sample was nat negative and western blot negative. The tisue was accepted. Sample ID (B)(6), 55 yr/male. Cause of death anoxia/cardiac arrest. Sample described as slightly hemolyzed. Initial result = 2.97 s/co, repeat result = 3.53 s/co and 3.36 s/co. Nat negative, western blot was negative and tissue was accepted. No impact to patient management was reported.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for a patient. The following data was provided:on (B)(6) 2022 sample ID (B)(6) initial result = 1.11; repeat = 1.75 s/co western blot = negative (no donor tissue was discarded) the sample appearance was normal and spun according to the package insert requirements. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.